Event description:
It was reported that during use on a patient the ventilator shut down completely while a generator test was conducted at the hospital. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The power supply and battery of the affected device were requested but have not been provided. The analysis of the log files has shown that the device was operating on the date of event until there was a sudden stop of log entries. The next entries show that the device performed restart causing the alarm message "cockpit restarted". This issue is likely caused by usage of the rocker switch to switch off the device which corresponds with the identified gap in the logfile. It¿s probable that the user switched the rocker switch off and at a later point on again, therefore triggered a reboot which is the specified device behavior in this situation. No technical error could be found in the log entries, and there is no indication of a change to battery mode or a power supply failure. Based on the analysis no device malfunction occurred and the device acted as specified. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on a patient the ventilator shut down completely while a generator test was conducted at the hospital. No health consequences for the patient were reported.